Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's eye and rotated 1 month post surgery. The lens was exchanged for a larger sized lens with good results. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim#: (B)(4).